Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped while inside of the patient. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The mynx vcd was prepped according to IFU instructions. The balloon did not lose pressure during prep. The balloon lost pressure while inside of the patient. The balloon lost pressure after being pulled to the arteriotomy. A 5f non-cordis sheath was used. The femoral artery was a difficult access. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is an advanced mynx user. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped while inside of the patient. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure during prep. The balloon lost pressure while inside of the patient after being pulled to the arteriotomy. A 5f non-cordis sheath was used. The femoral artery was a difficult access. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is an advanced mynx user. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (difficult access with moderate tortuosity and severe presence of calcium within the vicinity of the puncture site) and/or concomitant device factors possibly contributed to the popping of the balloon reported since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.